Event description:
Bd vacutainer sst glass and plus plastic tubes with gel separator used for total t3, t4, vitamin b12. Folate, ca 27, 29 and fsh yielded erroneous results. The company says this may have been a problem since january 2003.